Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer, and a healthcare provider (hcp) via a company representative regarding a patient who was receiving compounded baclofen 300ug/ml 1.8/d minimum rate mode and compounded morphine 1mg/ml; 0.006/day minimum rate mode via an implantable pump for non-malignant pain and cervical/neck. The date of the event was (B)(6) 2016. It was reported the patient experienced symptoms of random spasms and anxiousness for the past two weeks. The patient followed up with the hcp. The pump logs show safe state /reset occurred on (B)(6) 2016. The pump was refilled and reprogrammed on (B)(6) 2016. The mode was left at minimum rate mode. The patient was receiving oral medication to treat symptoms until a planned pump replacement occurred on (B)(6) 2016. The cause of the event, interventions, troubleshooting/diagnostics, medical history as well as concomitant drugs were not reported; additional information has been requested, but was not available as of the date of this report. Additional information was received from a company representative who indicated that it was unknown what other medications the patient was taking at the time of the event. The patient had a medical history of being paraplegic and had an allergy of ¿j j own.¿ per the representative, the patient had told the office and called the manufacturer about the issue several weeks before the representative saw the patient in the clinic. The cause of the issue was not yet determined. The patient¿s pump was explanted sometime during the week prior to the date of this report, and it was planned to return the explanted pump to the manufacturer (depending on the patient¿s consent). No diagnostics were performed in relation to the patient¿s symptoms.